Manufacturer narrative:
The results/method, conclusion codes, along with investigation results, will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was end of service, and therapy was lost. No intervention is currently planned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Further information requested but not received.

Event description:
It was reported that the patient's system was explanted on an unknown date after 26 august 2020.